Event description:
Pt had bilateral breast implantation in 1986. Developed capsular contracture treated w/closed capsulotomy. Continued capsular contractures and intracapsular rupture necessitated removal.